Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up with the customer over-the-phone and confirmed that a bent rack was causing the 708 x1-axis error message on the g8 instrument. The customer reported that the g8 was performing within manufacturer's specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) other similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Execute sl.rotate. The most probable cause of the reported event was due to a bent rack.

Event description:
On (B)(6) 2018, a customer reported getting 708 x1-axis error message on the g8 instrument. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.